Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99 percent stenosis degree) in a moderately tortuous segment of the medial lad. A xience stent was implanted first. After pre dilatation, the complaint device was advanced and positioned across the target lesion. The device was connected to a medtronic inflation device (type unknown). It was noticed that air was entering the inflation device, and the stent could not be used. Therefore, the device was withdrawn.

Manufacturer narrative:
Combination product: yes. Neither the complaint device nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is inflated before balloon folding followed by a helium leakage test to confirm the air tightness. All released devices of the relevant lot passed these tests. The product was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the complaint device nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is inflated before balloon folding followed by a helium leakage test to confirm the air tightness. All released devices of the relevant lot passed these tests. The product was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined.